Manufacturer narrative:
Corrected fields: concomitant medical products. Additional information: PMA/510k, if follow-up, what type. UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected it was noted that the stator was dislodged as well as a bump mark was noted in the valve casing. The valve was dismantled and was examined under microscope at appropriate magnification; a bump mark was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator. The cam magnets were controlled per process; the magnets passed. A review of manufacturing records found that the device conformed to specification when released to stock. Stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was found to be the root cause. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the affiliate that after 11 years, an hakim programmable valve could not be adjusted and was revised. The cam had become disconnected. The valve will be returned.